Manufacturer narrative:
Device remains implanted.

Event description:
An afx abdominal stent graft system with an ovation ix iliac limb extension was implanted to treat an abdominal aortic aneurysm. Upon deployment of the iliac limb extension, the iliac limb extension was inadvertently deployed between the stent graft mainbody and the aortic wall, occluding the blood flow to the right common iliac artery. The patient was converted to aui with a fem-fem bypass to restore blood flow and the aneurysm was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported.